Event description:
It was reported that during the implant procedure after a number of positioning attempts the ends of the svc coil looks 'curious (slipped)'. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) upon inspection, it was noted that the defib conductor of the lead was distorted/fractured, and the helix/lobe of the lead was distorted/bent.